Event description:
Revision completed due to loosening secondary to hip fracture.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for analysis. Review of the provided xray images, did not confirm the loosening condition. It can be observed that stem's distal portion is not well fit onto femur's canal and due to misposition of the stem, distal portion is impinging to cortical bone. However, based on the provided evidence, it cannot be determined a progressive decay of implant position in relation to initial implantation position. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. Corrected: d3, g1.